Manufacturer narrative:
T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin. Humalog was tested for up to 48 hours of use as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 451 (mg/dl) after being released from the emergency room. Reportedly, the cartridge uses humalog and is changed every 4-5 days. During troubleshooting with tandem customer technical support, the pump performed as intended. Customer was reminded that humalog is indicated for use up to 48 hours. Customer changed supplies, infusion site and delivered a correction bolus to treat bg levels.